Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: appropriate term/code not available and lump-breast

Event description:
Healthcare professional reported "anxiety" and "lump in breast". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a. Clarification to d6a: implant date was reported as (B)(6) 2016. Updated date to (B)(6) 2016 to better align with manufacturing date.

Event description:
Healthcare professional reported "anxiety" and "lump in breast". This record is for an unknown side. Device remains implanted.